Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 6 days (B)(6) 2021¿ (B)(6) 2021per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On (B)(6) 2021 at 22:40, the patient¿s rsoc values were observed to have dropped to ~1.4 volts in both cables while the mpu was in use, triggering a low voltage advisory alarm. Bus voltage was unaffected at this time. Within the same minute, both of the controller¿s power cables were observed to have been disconnected from power, triggering a no external power alarm. The alarm resolved when power was restored to the system, and the mpu¿s voltage values were observed to return to expected values upon the reconnection to power. No other notable events were observed, and a no external power alarm correlating to the loss of ac power while the mpu was in use, indicated by the rsoc steadily decreasing, was not observed. The mpu (serial number (B)(6) was not returned for analysis. The root cause of the observed low voltage advisory alarm was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook with mpu describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6) ,showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 10jul2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu has a new v-lock ac power cord. The patient is currently in the hospital with cognitive decline and delirium. The patient has neurocytoma with mild hydrocephalus. A palliative care team and social workers are involved and are training the patient's friends and family with vad education so that the patient has a trained carer at all times.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. The patient was disoriented in the clinic and their system controller indicated multiple low voltage advisories and low voltage events. The backup battery was activated 5 times and for a period of three minutes since the patient's last visit in (B)(6) 2021. The log files revealed multiple no external power alarms while the patient was connected to the mobile power unit.